Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Pt's device was replaced by a mdt device in (B) (6) 2008. The rv lead is now showing signs of noise. The pace/sense impedance has been stable at 360-376 ohms since the battery change. Shock impedance is also stable at 48-53. The pace/sense portion of the shock lead will be capped and a new pace/sense lead will be placed.